Event description:
It was reported that the atrial lead exhibited intermittent sensing at 0.1 mv in the bipolar configuration. Sensing was intermittent at 0.5 mv in the unipolar configuration. Lead impedance was 292 ohms in bipolar, and less than 200 ohms in unipolar.